Event description:
Blood was observed in the tubing of the iabp and the balloon pump itself was malfunctioning. Physicians were notified. It was determined that the catheter needed to be removed from the patient.